Event description:
It was initially reported that the patient had a lead replacement due to a lead fracture. The lead has been returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that product analysis was completed on the lead. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis several broken areas were observed on quadfilar coil 1 at the proximal end of the electrode bifurcation. Scanning electron microscopy was performed and identified the areas as having extensive pitting and mechanical damage which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted, except for the half set of setscrew marks found near the end of the connector pin. Additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the stated allegations of high impedance. Note that since the electrode section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. X-rays were taken but will not be sent to the manufacturer for review. The patient falls periodically so it is difficult to determine is a fall may have contributed to the high impedance because patient doesn't keep up with routine scheduled visits

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the physician was aware of the high impedance prior to surgery, but did not disabled the device although they were told it was recommended by the manufacturer.